Manufacturer narrative:
Additional information was added to d9, h3, and h6 h11: four devices were received for evaluation. A visual inspection was performed, and it was noted that there were particles of foreign matter identified in the inlet tubes. The reported condition was verified. The cause of the reported condition could not be determined; however; the likely cause of variation in the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) vented high-volume inlets had black matter in the inlet. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.